Event description:
A report was received that the patient developed an infection at the incision site. The patient's symptoms were redness around the incision site. The physician treated the infection with oral antibiotics and does not know if the infection was device related.